Event description:
A 20mm sizing balloon was advanced over the guidewire across the defect and inflated until a clear waist was seen. A 15mm amplatzer septal occluder (aso) was selected and advanced through an 8f amplatzer torqvue delivery system (dtv45). The aso was deployed and released. Multiple hand injections were performed and on echo and by angiography, there was flow still seen across a posterior atrial septal defect. The sheath was upsized to a 10f dtv45 and a 5mm amplatz gooseneck snare was advanced to retrieve the 15mm aso. A 19mm aso was selected and deployed. Presence of septal tissue between the two discs was confirmed in multiple planes by echo. The aso was gently pushed and pulled prior to release to ensure stability. Echo confirmed no interference with the function of any valves, and no obstruction of the great cardiac veins. There remained a small left to right shunt posterior to the aso, but it was felt that a larger aso would likely interfere with valve function or pulmonary venous flow. The aso was then released.

Manufacturer narrative:
The 15mm amplatzer septal occluder (aso) was received at sjm and decontaminated. The aso was grossly and microscopically examined and no anomalies were found. The aso met dimensional specifications when measured with a calibrated caliper. The aso was loaded into a test 7f loader and deployed and retracted without difficulty or deformation.the device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.